Manufacturer narrative:
Date sent: 9/28/2007. Broken advancer. The instrument with three malformed clips jammed in the jaws. The analysis results found that the device was returned with the tip of the advancer broken and present. The instrument was cycled and short fed the remaining clips due to the advancer condition. As per the instructions for use: prior to loading a clip in the jaws. Ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, the IFU contains the following warning, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument," the instrument locked out as intended but the orange indicator did not show up. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a mediastinal tumor surgery, the clip became blocked at the front edge. Another device was used to complete the case. There were no adverse consequences to the pt.